Event description:
Customer reported that the sensor he was wearing fell off while he was doing yard work. He also reported that a week when inserting a sensor; he pushed the green button on the serter to release but the serter fulled the sensor out. Customer complained about having high difference between sensor glucose and blood glucose readings. He stated that the day before the sensor glucose was 40 mg/dl and blood glucose 161 and insulin pump went to threshold suspend and sensor was on its fifth day. Current blood glucose 204 mg/dl. Nothing further reported.

Manufacturer narrative:
Unable to confirm adhesive anomaly due to two sensors were returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.